Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient never had therapy. The patient was not getting symptom control of 50% or better. The patient had worked with the hcp and he has been helping patient with programs. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. The indications for use for this patient were gastrointestinal/pelvic floor. The patient later stated she went to see manufacturer representative and representative told her she reset her device but she still did not feel any effect. The patient went back again last week and nurse reset her device again but it was not helping her any. The patient stated she was not getting any therapeutic effect. The device has not been working for her. The patient further states that implant is not helped with her bladder. Additional information received reported the patient's implantable neurostimulator (ins) was replaced because it never helped them with their symptoms and had no therapeutic effect. The doctor told them the device had a high success rate and recommended to replace the ins and continue with the therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.